Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g3; h2; h6. Visual examination of the provided pictures identified the broken tip of the 3.5mm hex screw driver with biodebris. One image shows the torque limiting position set to 55 on the handle as per surgical technique. Without product return, further evaluation is not possible. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Based on the pictures provided, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure the tip of the screwdriver broke. Another screwdriver was used to complete the procedure. There was no harm or heath consequences to the patient. Attempts have been made and no further information is available.